Event description:
The manufacturer received information alleging a high temperature alarm occurred. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's blower motor and outlet flow path thermistor were replaced to address the issue.